Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device therapy test failed. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The fse applied fco to the device to resolve the issue. Note that fco includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block. The fse also replaced the therapy capacitor. The device remains at the customer site.